Manufacturer narrative:
(B)(4). G3 date received by mfg - correction to the date in the initial MDR. The correct date of awareness is 02/06/2025.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reporeted that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with itching, rash and infection extended beyond the patch perimeter. The patient went to the hospital on (B)(6) 2025 and was treated there with unspecified IV medication. At the time of the report the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.